Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please see section a and section b for additional information. Intuitive surgical, inc. (Isi) followed-up with a nurse from the user facility and obtained additional information. The sp monopolar curved scissors (mcs) tip that was reported to have fallen into the patient has not been returned for evaluation.

Manufacturer narrative:
While isi has received the sp monopolar curved scissors instrument (part number: 43004-53; lot: s10180810 0011) and completed a device evaluation, the disposable sp monopolar curved scissors tip (part number: 430035) has not been returned. Failure analysis confirmed and replicated the reported breakage with the sp monopolar curved scissors instrument. The instrument was found to have a broken tip adapter. Approximately .064¿ x .114¿ was broken off and not returned with the instrument. This failure is most commonly caused by mishandling/misuse. A device evaluation has not been performed on the disposable sp monopolar curved scissors tip as it was not returned with the sp monopolar curved scissors instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, a definitive conclusion regarding the root cause of the sp monopolar curved scissors tip¿s breakage and falling into the patient remains unknown as it has not been returned to isi for evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a da vinci sp disposable monopolar curved scissors tip (part number: 430035) broke off a da vinci sp monopolar curved scissors instrument (part number: 430004-53) and fell into the patient. The da vinci sp was undocked and the dropped tip was retrieved with a laparoscopic grasper. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the da vinci sp was fully rotated, a gel port was used, and the instruments were ¿barely out of the cannula.¿ the da vinci sp monopolar curved scissors instrument (part number: 430004) is a reusable instrument that has a tip adaptor, which allows for the installation of a single-use disposable monopolar curved scissors tip (part number: 430035).